Event description:
It was reported that the right ventricular (rv) lead became dislodged postoperatively. When attempting to reposition the lead the physician was unable to fully insert a stylet down the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Concomitant product: mcs-p3-29-aoa-us, aortic valve, implanted: 2015-(B)(6). (B)(4).